Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right deflation. Device remains implanted.

Manufacturer narrative:
The reason for reoperation is deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: flat creases and a linear opening on the anterior side. A leak test and microscopic analysis were performed which identified: a striated opening on the anterior side, observed a void on valve side out specification per (B)(4) (texture side) and a >1 mm void was observed in non-textured, valve-to shell-bond area. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: void on valve texture side assessed as workmanship and a striated opening on the anterior side due to surgical damage consistent with the use of some surgical tool. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with work order 1391563 were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory the device was reviewed, and it was found a void on valve (vv) side out of specification per (B)(4), assessed as a workmanship, which is not related to the reported complaint. Considering that there is not an adverse trend for this event, no additional actions are deemed required at this time. The issues with void in valve will continue to be monitored and a corrective action will take in the future if deemed appropriate.

Event description:
Patient reported a right deflation. Device has been explanted.